Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7057033. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 25981981.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.